Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported they have a patient was treated with coolsculpting to the upper, middle and lower abdomen and bilateral chest using the cooladvantage applicator and the bilateral submental using the coolmini applicator. The patient has been diagnosed with paradoxical hyperplasia to all areas treated. Tissue described as larger and thicker texture with visible enlargement and demarcation and bulging.

Manufacturer narrative:
Corrected data: a6, b5 (treatment date, area of concern), d1, d4, d9, d10, g1, g2, h5, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Coolsculpting treatment to the chest represents off-label use in the united states. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen, submental, chest, and flanks on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021 using the cooladvantage and coolmini applicators and presented with paradoxical hyperplasia (ph).